Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum anorectal surgery nurses found blood oozing from the end of the isolation plug after performing a clinical cannula puncture, and the department has already found about 3-5 similar blood oozing incidents in the same batch of red cannula. Please try to urge the factory to improve the process, thank you.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4295007): 1) the products of this batch were assembled at intima ii auto line 4 in nov 2024 and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. The customer returned 1 photo but did not return the defective samples. The photo showed blood oozing from the end of the septum. 3. Performed septum leakage test for the retained samples of this batch. The test result showed that no leakage was found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows bleeding at the end of the septum, but as no defective sample has been received, relevant tests cannot be performed, so the root cause of septum leakage cannot be determined. The plant will continue to track and trend for this issue.